Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient's intracranial pressure (icp) readings are in the (B)(6) 30 and 40. The icp express monitor was switched with no resolution, then the cable was switched and the icp rose to expected value. The microsensor was explanted on (B)(6) 2021. No additional information is available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient's intracranial pressure (icp) readings are in the negative 30 and 40. The icp express monitor was switched with no resolution, then the cable was switched and the icp rose to expected value. The microsensor was explanted on (B)(6) 2021. No additional information is available.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. The microsensor was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the issue of the complaint has been confirmed: catheter kinked 3.4cm from tip. Both serial numbers and codman labels missing. Icp express passed with reading 602. The device failed noise test, but passed electronic, linearity/hysteresis, and signal drift tests. The root cause could be determined as a mishandling of the device. Internal wire damage from kink in catheter attributed to the anomaly.